Event description:
The customer¿s olympus representative reported to olympus technical assistance center (tac), the single use distal cover fell off the evis exera iii duodenovideoscope during an unknown therapeutic procedure. The cap was retrieved from the patient as the patient had coughed it up. There were no reports of patient harm associated this event. Related patient identifiers: c22019384 (evis exera iii duodenovideoscope) and c22024602 (single use distal cover).

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the olympus representative wanted to document the event. No troubleshooting was necessary. To date, no devices have been returned to olympus for evaluation. The distal cap was reported as being discarded. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer.

Event description:
Additional information was provided by the customer. The event occurred after an endoscopic retrograde cholangiopancreatography procedure. There was no delay in the procedure. The procedure had been completed with the subject device as the failure was observed at the end of the procedure. It is unknown if the patient aspirated the cap from the airway or fell into the back of the throat when the scope was being removed. Type of sedation used in the procedure was general anesthesia. The lot number of the cap is unknown. The cap and scope were both inspected before use. No abnormalities were observed (including no cracks on the cap). The nurse removed the cap from the patient¿s mouth after the patient coughed it up. The patient was using a mouthpiece called bite block. The cap was discarded and its unknown if there had been damage to the cap. No anti-fog agent was applied to the scope lens and no chemicals were used during the procedure that could adhere to the tip of the scope or the distal cover. After attaching the distal cover to the scope, the user confirmed that the cover was not damaged. The user attached the distal cover to the scope and then pulled/twisted the cover to make sure it does not come off. This event was also reported under manufacturer report number 8010047-2022¿02620 and 8010047-2022 ¿ 02622.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to improper attachment of the distal cover to the subject device. The event can be detected/prevented by following the instructions for use (IFU) which state: 3.5 attaching accessories to the endoscope: attaching the single use distal cover: ¿- never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high- frequency endotherapy accessories.¿ ¿ also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed.¿ olympus will continue to monitor field performance for this device.